Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room for to inappropriate shock due to incorrect interpretation of signal on the implantable cardioverter defibrillator. Programming changes were performed. The patient condition was stable.